Event description:
It was reported that the patient with ossification of the posterior longitudinal ligament (opll) underwent a c5 corpectomy with a cervical anterior fusion at c4-c6. Fourteen days post-op, CT findings revealed that the right screw at c4 was backing out of the plate. X-rays were also taken to confirm the screw back out. The patient was scheduled for a revision surgery to replace the screw 19 days post-op. It was noted by the physician that "the screw was inserted a bit upright and not appropriate angle" and it was reported that "locking functioned normally at the surgery". No other complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. This part is not approved for use in the united states; however, the catalog # 8792813 with 510k # k030327 of 'like devices' were cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.